Event description:
It was reported that during a lap gastric bypass procedure, on the fifth firing, the device fired on one side and not the other. Oversewed and got a new stapler to complete the procedure. There was no patient consequence.